Event description:
Reporter indicated a vns patient began having increased seizures after a serious fall in which the patient hit his chest and left eye against a table. High lead impedance was noted with vns diagnostics testing after the fall. The patient later had vns generator replacement surgery only. When the new generator was attached to the resident lead, diagnostics were within normal limits. The explanted generator was noted as "being broken in half." The level of the seizure increase was not known, as the patient was not originally seen by the reporter when first implanted with vns in 1998. Attempts for further information and return of the explanted generator are in progress.